Manufacturer narrative:
(B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(4) that post-operatively to an unknown procedure, it was observed that the micro tornado handpiece device with hand controls did not hold the burr devices. According to the reporter, the button on the device was not working and the device needed an upgraded. It was reported that the procedure was completed with a replacement device without any delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated at the service and repair center. The defect reported by the customer has been verified and repaired. Hence, this complaint can be confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The following activities were performed: unit modified acc. To guideline of manufacturer. Unit safety test performed acc.to manufacturer's final test rocedure with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test completed. Defective drill mounting mechanism has been replaced by resistance value out of specs: handcontrol set replaced. Insulation resistance out of tolerance: motor cable replaced. "Micro": preventive replacement of o-rings performed. During evaluation of the device, the insulation resistance and the values of the keypad were found to be out of range. Additionally, the locking ring doesn¿t close properly. These deficiencies are the probable causes contributing to the reported failure. The issue was fixed and the system was restored to specification. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed.at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).